Event description:
In 1991 pt had the christensen pmma device implanted on the right side and in 1994, she had that removed because it broke. In 1994, pt rec'd the all metal christnsen implanted on the right side. She has recently gone to clinic and they determined that bone is eroding around the screws. She has had her parotid glands removed, her thyroid radiated, gets tachychardia, has uncontrolled hypertension, poor memory, headaches, droopy eye, frye syndrome -face seats on the deivce side when she eats-, and when the pain gets really bad, her face turns beat red.